Manufacturer narrative:
The reported expiration date is 05/16/2023 for the reported lot number. Device evaluation: the device was received and inspected for the complaint regarding the needle button released event. Device #052371-a was received with the needle button separated from the device. Due to the condition that it was received, the device was not able to be tested for the report. The complaint about this device could not be confirmed.

Event description:
The patient reported that he had one v-go device in which the needle button popped out on him. The device was reported to be available for return to the manufacturer for evaluation.